Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to power on. The device was removed from service and the malfunction was unable to be duplicated; however, the device displayed a "system fault 36" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the system board.